Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by removing the instrument and visually inspecting and checking of the sterile pads on the arm holder was carried out, no abnormalities were found. No error message from the system normal function after reinsertion of the device. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer that when moving the instrument, there was a bump on the armrest/exceeding the movement radius of the instrument in position 1. This was followed by the ¿relax¿ message as usual. When releasing the handle, instrument 1 moved approx. 15 cm straight into the situs after adjusting the handle without any external influence or without any apparent prior entanglement with the other arms / instruments. There were no injuries as a result. The instrument was then removed and a visual inspection and check of the sterile pads on the arm holder was carried out, no abnormalities were found. No error message from the system normal function after reinsertion of the device. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer when the surgeon was attempting to manipulate instruments from the surgeon console. Error message on left hand when hitting the armrest ¿relax¿, then briefly releasing the handle. The most plausible explanation is that after releasing the handle (left hand), the handle was realigned and may have pushed itself off the armrest. It has already been noticed several times that the instruments on the sp continue to move for a relatively long time after the handle is released; the surgeon do not know this from the xi (here the instruments stop immediately when the handle is released). There was no injury to the patient as result of the event. The bipolar fenestrated grasper instrument was present on the arm at the time of the incident. For the instrument to be available for return to isi for evaluation the representative would have to check whether the op documentation for precise identification of the individual instrument. After the incident, the instrument was immediately removed and checked without complaint, there was no error message whatsoever. The procedure was not recorded for technical reasons. No error messages whatsoever. No relevant previous illnesses in relation to the procedure (fundoplication).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was able to identify the instrument. The fenestrated bipolar forceps instrument was last used on (B)(6) 2025, without any problems. The site had spoken to mr. (B)(6) from (B)(6) and he would be returning the instrument to intuitive.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection was performed and no damage was observed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. No unintuitive motion was observed during in-house testing. No product issue was found. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.